Event description:
It was reported that the patient presented in-clinic for a scheduled follow-up with a pacemaker that had an inappropriate elective replacement indicator and end of service alert. The alerts were triggered after electrocautery was used during a pocket revision procedure. A pocket revision was performed because the pocket was too loose and the patient was experiencing discomfort as a result. A device download was performed, successfully restoring the device. The patient remained stable before, during, and after the process and will continue to be monitored.